Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2006 and presented on (B)(6) 2017 for an enhancement evaluation and was diagnosed with early ectasia in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye more than in right eye. It was reported that patient was agreeable to undergoing a corneal cross-linking evaluation. Patient will like to have an enhancement to improve his vision but understands it is not safe to do so at this time. Patient reported symptoms are not interfering with daily activities and is being referred to a cornea specialist to be evaluated for the corneal cross-linking. Bcva from (B)(6) 2006: right eye pre-op 20/10 -4.00 x -.25 x 10, left eye pre-op 20/10 -3.75 x 0 x 0.